Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient could no longer establish communication with the ipg using the charger. The issue persisted with a replacement charger. The patient was unable to charge the ipg for approximately six months. Surgical intervention is planned to address the issue.